Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger.

Event description:
A friend or family member of the patient reported that the patient is into their third day of "jerking" and they are "charged fairly well," with the issue occurring as of (B)(6). It was further noted that they are seeing an error code 376 or 375 on the implantable neurostimulator recharger (insr), indicating antenna failure as of (B)(6). A replacement antenna was sent to the patient. Later on date notified it was confirmed that the patient programmer (pp) reads on/ok, and that the recharger is recharging "then it is likely the settings need to be adjusted." The caller was concerned that the issue might be with the insr. On (B)(6), the patient called and stated they were jerking a lot and as a result the antenna was replaced, then the same thing happened again. They received the replacement antenna and it resolved the issue but are wondering since it has happened twice in a month if they should get a new insr. A replacement insr was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A healthcare professional reported that a local manufacturer representative was called to have a new charger sent to the patient to resolve the jerking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that a replacement antenna was sent which worked and resolved the jerking.